Event description:
The patient complained of chest pain while in the hospital. A coronary angiogram was conducted and revealed thrombus in all six implanted cypher stents. Three stents were implanted in a saphenous vein graft, which was connected to the distal-left anterior descending artery, twenty two days prior at index procedure, and three stents were also implanted in the native mid-left anterior descending artery, just three days ago. To treat the thrombus, aspiration and balloon angioplasty were conducted. Then an additional 2.5 x 15mm tsunami stent was also implanted in the distal-left anterior descending artery due to plaque and thrombus. Procedural details are unknown. Two weeks later the patient was discharged from the hospital.

Manufacturer narrative:
At the index procedure, this patient was admitted to the hospital emergently with unstable angina pain. A coronary angiogram was conducted and revealed an in-stent re-stenosis of a previously implanted bare metal stent in an eccentric, aha/acc type c vessel. The lesion length was 47.9mm, and the vessel diameter was 3.5mm. Pre-dilation was conducted with a 3.0 x 15mm balloon at 8atm for 20 seconds. A 3.0 x 18mm cypher was implanted at 20atm for 30 seconds. A second cypher, size 3.5 x 23mm, was implanted at 14atm for 20 seconds. A third cypher, size 3.5 x 18mm, was implanted at 14atm for 20 seconds. All three stents were overlapping. Post-dilation was not conducted. Ivus was not conducted. Timi flow before the procedure was 2 and 3 after the procedure. The residual percent of stenosis was 25%. Act was not measured. Eight days after the index procedure, the patient experienced chest pain and a repeat angiogram revealed thrombus in all three of the previously implanted cypher stents. This was treated with aspiration, balloon angioplasty and the placement of a non-cordis bare metal stent. Fifteen days after the index procedure, the patient returned with chest pain, and another angiogram again revealed thrombus in all three of the previously implanted cypher, and in the non-cordis bms. This was treated with aspiration and ptca. Nineteen days after the index procedure, the patient returned to have his native mid lad electively treated (since the svg continued to occlude). This lesion was described as a cto, type c, 3mm in diameter, 11.2 mm in length and concentric. The lesion was pre-dilated with a 2.5 x 15mm balloon at 14 atm for 20 seconds prior to the placement of a 3.00 x 13mm cypher stent at a maximum inflation pressure of 20atm. This was followed by the placement of a 3.00 x 28mm cypher stent at a maximum inflation pressure of 22atm. Finally, a 3.00 x 28mm cypher stent was placed at a maximum inflation pressure of 20atm. These three stents were placed overlapping each other. Twenty-two days after the index procedure, the patient returned again with chest pain. Another angiogram revealed thrombus in all three of the cypher stents, and non-cordis bms implanted in the svg to lad, and in all three of the cypher stents implanted in the native lad. This was treated with aspiration and balloon angioplasty and the placement of a non-cordis bare metal stent distal to the 3.00 x 13mm cypher stent in the native lad. The patient was discharged from the hospital sixteen days later in stable condition. According to the procedural physician, the probable cause of the thrombotic events in the svg was aging and the probable cause of the thrombotic event in the lad was the competitive blood flow from the svg. There ware multiple patient, vessel, procedural and possible pharmacological factors that may have contributed to this event. Additional information will be submitted 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product. This is one of six (6) reports submitted for the same event. Please reference MFR. Report #'s : 9616099-2006-00763, -00764, -00765, -0076, -00767, -00768.